Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus using the pump and did not require third-party assistance. The issue was resolved by changing the infusion set and cartridge, allowing the customer to resume insulin therapy.